Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emder is being submitted for an unknown number quantity. It was reported that the patient faced bent cannula event due to which the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 31 mmol/l at the time of the event and got treated with correction bolus via pump multiple daily injection (mdi).the event occurred within three or more hours of insertion .the insertion site was leg. The patient replaced infusion sets and resumed insulin successfully. No further information available.